Event description:
It was reported that the patient used the patient programmer the night prior to report after recharging and saw the ¿in-the-box¿ icon. The patient used antenna locate feature during recharge. The patient was redirected to the healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 74001, lot# n337520, implanted: (B)(6) 2013, product type: adapter; product ID 3986a, lot# lb7754, implanted: (B)(6) 2003, product type: lead; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).